Manufacturer narrative:
One smiths medical bci® spectro2¿ 10 pulse oximeter was returned for analysis in good condition. Visual inspection was performed, the sp02 was tested, and parts were swapped. The reported complaint was verified following spo2 simulation testing and the monitor was reading low at 15 %sp02 80 bpm on the default setup of 50 %sp02 80 bpm on a 4086 multi-parameter simulator. Visual inspection of the monitor found that red light alarm was not working as intended and would not flash. Based on the evidence, the root cause is due to user error.

Event description:
Information was received indicating that a smiths medical bci® spectro2¿ 10 pulse oximeter was giving false readings. There were no reported adverse effects.